Manufacturer narrative:
(B)(4). Date sent: 10/15/2024.

Event description:
This report is being filed after the review of a clinical evaluation report (cer) from a related research activity database (drra) for patients undergoing unknown procedure. The reported complication as per ICD 9 & 10 categorization experienced by the following with corresponding intervention: assessment of efficacy and safety of the neuwave tm certus mwa system for the treatment of pediatric osteoid osteomas. One minor complication, as categorized by sir adverse events classification, was encountered in this series; a skin burn from ablation of a left talar oo. The skin burn required additional conservative, nonsurgical treatment from the wound care and plastic surgery teams and resolved after 3 months. Of note, the patient reported immediate symptom improvement the day following the procedure and was asymptomatic from the skin burn. Review of the intra-procedural imaging demonstrated the distal tip of the mwa probe was beyond the deep edge of the nidus and that the skin surface was 2.2 cm away from the probe tip. Additional hydrodissection had been performed for additional skin insulation using normal saline prior to ablation. Further investigation into this complication revealed that the plastic covering over the mwa probe was partially shorn. It was unclear how or when this occurred nor whether it contributed to this complication. Shearing of the plastic covering overlying the probe was also discovered in another procedure, but it was not associated with a patient complication. Of note, the shearing of the plastic covering did not appear to affect the ablation as the temperatures for this procedure reached a maximum of 97 degrees celsius and the procedure was clinically successful with a post treatment pain score of 1. Another patient had post procedural pain requiring overnight observation for pain control but was symptom free the next morning and was discharged. Due to the unexpected overnight admission, this was categorized as a minor complication. Follow up for this patient demonstrated a post procedure pain score of 0. One patient experienced a mid-diaphyseal fracture of the right femur two months after mwa of an oo. The patient¿s procedure was uneventful and the patient and their family were advised to avoid high impact activities such as running and jumping for six weeks. The patient had an uneventful recovery post mwa and was symptom free shortly after the procedure. Approximately two months after the procedure, the patient reportedly fell from a sitting position causing the fracture. The fracture was surgically treated with open repair and the patient recovered without other complication post operatively.

Manufacturer narrative:
(B)(4). Date sent: 8/5/2024 b3: unknown; captured as awareness date d4 batch #: unknown . This report is related to a clinical evaluation report from a related research activity database; therefore, no product will be returned for analysis and the manufacturing records cannot be reviewed as the lot/batch number has not been provided. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.